Manufacturer narrative:
(B)(4). The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the inability to remove the lock line, knot, and clip detachment requiring intervention. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. One clip was successfully implanted. A second clip delivery system (cds) was positioned medial to the first clip. During deployment, when removing the lock line (ll) resistance was met. The physician pulled strongly on the ll however the clip was observed to be moving. Deployment was continued and after the clip was released from the delivery catheter (dc), the clip opened and the clip arms reversed and detached from the leaflets. The clip with the ll still attached moved to the left atrium. The clip was able to be pulled back to the steerable guide catheter (sgc) and the clip was retracted to the right atrium without damage to the septum. The sgc and clip were removed up to the femoral access site when the ll broke. A vascular surgeon was called to remove the clip with a snare device and the access site was closed. A knot was noted in the ll at approximately 70cm. The procedure was completed at this time with the mr reduced to 2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. It should be noted that as per the mitraclip instructions for use (IFU), delivery catheter and clip inspection warning stated: do not use excessive force when pulling the dc (delivery catheter) radiopaque ring against the sleeve tip while translating the dc shaft. It may result in device damage including distal tip embolization. In this complaint the user pulled lock line strongly and that resulted in the reported complete clip detachment (ccd) and clip open while locked. Furthermore, the reported inability to remove the lock line resulted in lock line break appears to be due to the reported knotted lock line. The investigation identified the reported knots on lock line as a potential quality issue. The issue is being addressed per internal operating procedure. Abbott vascular (av) will continue to trend the performance of these devices.na.